Event description:
It was reported that, "surgeon was trialing the implant with a size 5 ps femur, and size 4 tibial tray. He took the size 4, 9mm trial, flexed the knee to make room for the trial, placed the posterior feet first, pushed on the anterior edge with thumbs and placed into the tibial tray. He then did normal range or motion test with trial, brought back to flexion and pulled out the size 4, 9mm trial by hand. At that time he noticed, the left wall of the posterior feet had cracked off. He proceeded to pull the large piece of the trial out by hand, and then pulled out the little broken piece with a coker. Surgeon then continued on with the surgery normally. No harm done."

Manufacturer narrative:
Additional info has been requested and if available, it will be submitted in the supplemental report.